Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated, the device. And confirmed, there was a high voltage capacitor malfunction. The device needs a high voltage capacitor. Customer resolution and conclusion: upon conclusion of the evaluation. It was determined, that the high voltage capacitor requires replacement. It was replaced. The device passed testing. And was put back into service.

Event description:
It was reported to philips that the device fails he operational check.